Event description:
During product evaluation the pump revealed failure code 570:320:840:0000 on channels a, b and c. There was no pt injury or medical intervention necessary, according to the hosp representative.

Manufacturer narrative:
Evaluation summary: failure code 570:320:844:0000 was confirmed. This failure code was caused by depleted batteries. Service installed new batteries and returned the device to the user facility. A revie of the complaint history reveals similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, mdq-CAPA-132.6000001-2/25/05-004-c